Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy with the pump. The actual residual volume was 19.8 ml and the expected residual volume was 4.2 ml. The symptoms reported were increased baseline pain. There were no alarms and no diagnostic studies had been performed. Add'l info has been requested, but was not available as of the date of this report.